Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had a loss of stimulation/ the patient reported that their battery in back is not charging. They stated that after 45 minutes the battery shows a full charge. The patient stated that they are not getting any response on the device. They stated that they called their manufacturer's representative (rep) and they hadn't called back. The patient was going to go home and call back as their equipment wasn't available for troubleshooting. The patient called back and it was stated that their therapy was not working. The patient's therapy was on and 100% charged. The patient was unable to navigate the patient programmer and was forwarded to their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.